Event description:
Consumer called to report their family member had a diabetic seizure and needed medical assistance at the hospital (ER). Believe the meter was reading inaccurately and was adjusting insulin incorrectly.